Manufacturer narrative:
Pt medical history was received and evaluated, infection remains the probable cause of failure.

Event description:
2 implants placed 4/16/98. Both were removed 4/23/98. Infection at the site. One person affected.